Event description:
Information was received from a healthcare provider regarding a patient receiving morphine via an implantable pump. The indication for use was non-malignant pain. The healthcare provider reported the patient was in the hospital with recurring seizures and they want to make sure the pump was not overdosing the patient. Per the healthcare provider they are not sure if the seizures are being caused by the pump/therapy so they wanted a company representative to come interrogate the patient's pump. The caller had no other information. The caller was transferred to nas (national answering service) and was provided the managing physician's information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.